Manufacturer narrative:
Unit received with operating currents within spec. No unexpected off no power alarms noted. Unit received with missing segments due to cracked zebra connector at lcd board.

Event description:
The customer reported via phone call that the insulin pump had an off/no power alert without a low battery alert occurring first. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.